Manufacturer narrative:
Follow-up #1: date of submission 15-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2018 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive to user input. Unrelated to the original complaint, the pump was opened to find moisture on all internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up arrow, down arrow and ok buttons. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.